Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Can you please confirm if the mdm implants are ours ! Depuy? Or stryker? Depuy. B. The head and liner was not explanted nor re-implanted. C. Or implanted with new ones delivered by the driver? Implanted with new ones. D. The patient was under anesthesia for 3 hours. E. There was a 1 hour surgical delay. F. Has the patient follows normal clinical post op course? Yes. G. No reports for further infection.

Event description:
It was reported that the patient had mdm implants in situ with active infection requiring a washout and replacement of head and liners. Implants were sent the morning of case, which started at 8:00. At 8:07 they couldn't be located. At this stage the surgeons were scrubbed for the case and the patient was anaesthetized. The surgeons agreed to slow down the surgery to give the courier more time to arrive, meaning that the patient had a longer anesthetic time than required. Was procedure successfully completed? Yes was surgery delayed due to the reported event? Yes, if yes, number of minutes: 30+ minutes.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. An analysis of the product could not be performed since a physical sample was not received for evaluation. ¿an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. ¿additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. ¿however, if the product is received at a later date, the investigation will be updated as applicable device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.